Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, during an endovascular embolization, an EU ent4.5mmd 22mml wno dstl tp intracranial stent (enc452200, 9208258) became impeded in distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31395320) and could not pass through the microcatheter (mc). The doctor retracted the stent and microcatheter from the patient and found that the tip of the microcatheter was compressed/flat. The doctor switched to new devices to complete the surgery. There was no patient injury reported. Prior to surgery, the devices packaging was inspected, they were in good condition. One photo accompanied the complaint file. In the photo, a microcatheter with a delivery wire inside can be seen. Two compressed conditions can be seen at the distal end of the microcatheter. No other damages can be seen. The customer complaint was confirmed. This investigation was performed based only on the photo provided. A non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and a compressed section of 4cm was found at the distal end of the microcatheter. A functional test was attempted in which a lab-sample guidewire would be introduced through the luer hub and advanced to reach the distal end of the microcatheter; however, the compressed condition prevented proper testing, as the guidewire could not advanced any further. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed for the finished device 31395320 number, and no non-conformances related to the malfunction were identified. The customer complaint was confirmed during the inspection. According to the risk documentation, the inability to deliver the therapeutic device or track the guidewire to desire location is a potential issue that can occur during the insertion of the microcatheter into the rhv of guiding / intermediate catheter or sheath, and can result in the microcatheter getting damaged or kinked during use. The instructions for use (IFU) provides proper handling instructions to prevent such issue from occurring. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendation and warning: ¿ remove catheter and inspect to verify that it is undamaged. ¿ do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel damage or tip detachment during the procedure. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The complaint was submitted with a photograph of the device, which is pending further analysis. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization, an EU ent4.5mmd 22mml wno dstl tp intracranial stent (enc452200, 9208258) became impeded in distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31395320) and could not pass through the microcatheter (mc). The doctor retracted the stent and microcatheter from the patient, and found that the tip of the microcatheter was compressed/flat. The doctor switched to new devices to complete the surgery. There was no patient injury reported. Prior to surgery, the devices packaging was inspected, they were in good condition.